Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test, self test, restart error test and displacement test. Pump passed the dat test at 0.08725 inches. Unit received with stained back serial number label.

Event description:
The customer reported via phone call of high blood glucose of 403mg/dl and is calling back to perform the pump high pressure test which failed twice. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was performed.